Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead analyzed. Blood/body fluid found on the proximal conductor and blood in/on the helix mechanism. Outer insulation found melted and breached cut; apparent explant damage.

Event description:
It was reported that the patient was in heart failure and was not compliant with medications. Electrolytes were out of balance and any observed/reported loss of capture was determined to be due to metabolic issues. There was transient loss of capture on right ventricular lead. The chronic right ventricular lead is still in use. Patient was brought into the lab for repositioning of the atrial lead and for a left ventricular lead implant as the chronic left ventricular lead was non-functional. The right atrial lead was found to be dislodged and coiled in the pocket. The right atrial lead was explanted and replaced. Implantation of a new left ventricular lead was not attempted due to lack of venous access. The chronic left ventricular lead remains implanted. No further patient complications were reported as a result of this event.